Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077491/7078137. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 30994178.

Event description:
It was reported that the patient developed infection at the ipg site. Redness was noted around the ipg incision site. It was unknown if it was device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.